Event description:
Fresenius kabi recently identified a vulnerability on the large volume pump (lvp) that may allow a threat actor to access pump resources (herinafter, the "vulnerability"). During provisioning, an infusion management system (ims) user with sufficient privileges could execute malicious actions on the pump. The impact of the vulnerability to individual organizations depends on many factors that are unique to each organization. Fresenius kabi recommends that organizations evaluate the impact of this vulnerability based on their operational environment and specific clinical usage. Temporary mitigation's until software version 5.9.2 is installed include limiting the number of individuals with "can provision pumps" privileges to the ims and following best practices for system security. The vulnerability is addressed in lvp software version 5.9.2. Fresenius kabi has addressed the relevant software components with the release of sw version 5.9.2 that was communicated via a recall submitted to the FDA in august 2024. Note - the recall has yet to be classified as of 16sep2024.